Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and unable to rewind the pump. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. (B)(4).